Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that approximately 70 months post implant of a bifurcated device and an infrarenal aortic extension the patient was being seen routinely for follow up. A surveillance computed tomography (CT) scan demonstrated the patient had an endoleak and steady sac growth. The physician decided to correct the endoleak by explanting the devices. During the procedure the physician determined the sac expansion was caused by multiple type 2 endoleaks. The physician stated there was nothing wrong with our graft. The patient was reported to be doing ok post procedure.